Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified the following related repair: the reported event of the device not completing the mesh graft could not be replicated. It was discovered that the cutter was damaged and the device was out of calibration, which could impact the performance of the device and lead to the reported issue. The cutter was replaced and the device was recalibrated. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that after meshing the graft the surgeon noticed that the tissue expansion was not complete. The thickness of the skin was deep, which they wanted to expand. There was no harm or delay. The event occurred during surgery. There was no adverse event reported as a result of this malfunction.